Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on 2025-10-19 samples were measured on the abl90 flex analyzer (serial number: (B)(6) with false high potassium measurements obtained.